Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. The field service engineer (fse) that the glass on tower door 4 was broken and replaced the faulty glass with a plexiglass to resolve the issue. The fse also cleaned all microswitch contacts, re-tightened the wire harness connections, applied stabilizer, and lubricated the white harness connections with black grease. The doors were tested in the hardware test application to ensure the proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door had failed and requires maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.